Event description:
The patient developed a wound ulcer with possible infection at the incision site. A wound revision was scheduled and resulted in explant of the neurostimulator. Per the physician, the patient has poor hygiene and thought the wound would not heal properly even if revised. No pus was observed during the procedure. No additional details were provided.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.